Manufacturer narrative:
Additional information was added to h6 and h10. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2021 (reported as "the end of (B)(6)"). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient connector separated from the tubing of a minicap extended life pd transfer set. The event was further described as the rigid plastic piece that hooks to the titanium area became dislodged (proximal end of the tubing) causing a leak. The transfer set was replaced. The patient was given intraperitoneal antibiotics to prevent infection. There was no patient injury or medical intervention associated with this event. No additional information is available.